Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found a leak, then replaced the wash separation manifold and primed up all the ports. The customer ran quality controls and precision testing, which were acceptable. The customer did not obtain any additional discordant results. The cause of the discordant, falsely elevated tni-ultra result on two patient samples was related to a malfunction of the wash separation manifold. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on two patient samples on an advia centaur xp instrument. The samples were repeated on the same instrument, resulting lower. It is unknown which results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.